Manufacturer narrative:
Patient information is not available for reporting. This report is for one (1) unknown screw. Partial part number of the screw is reported as 04.210.xxs. Specific part and lot numbers are not provided. Without the specific part and lot number the UDI is not available. Initial implant date is unknown. Complainant device is not expected to be returned for manufacturer review/investigation. Reporter phone number is unknown. (510k): unknown, as specific part number for screw is not provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a 2.4mm variable angle (va) locking screw was used in the initial open reduction of internal fixation (orif) surgery for the distal radius fracture. The removal surgery of variable angle-locking compression (va-lcp) volar rim distal radius plate was performed on (B)(6) 2017. The tcp-8/dam-4 tool set was used for the removal procedure. There was no breakage of the screws postoperatively. The screw in question which was inserted at a different place on the plate broke intraoperatively. The plate was pulled off with one screw being left on the plate; thus, the screw in question broke off. The surgeon tried to remove the remained part of the broken screw with the broken screw removal instruments. Two (2) extraction bolts for 2.7mm screws were used for removal; however they did not fit in to the broken screw. The surgeon eventually removed the broken screw by using long-nose pliers. The surgery was extended for five (5) minutes. No adverse consequence to the patient was reported. The procedure was completed successfully. Fragments were generated, but could be removed. Concomitant device reported: pliers (part# unknown, lo t# unknown, quantity 1), plate (part# unknown, lo t# unknown, quantity 1), cortex screw (part # 404.024s, lot # 9165094, quantity 1), locking screw (part # 412.107s, lot # 9284883, quantity 1), locking screw (part # 412.108s, lot # l019396, quantity 1). This report is for one (1) unknown 2.4mm va locking screw. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Concomitant medical products: following listed concomitant devices were reported inadvertently on the initial mw report mw-448171. It was later identified that these devices belong to another complaint (B)(4). Cortex screw (part # 404.024s, lot # 9165094, quantity 1), locking screw (part # 412.107s, lot # 9284883, quantity 1), locking screw (part # 412.108s, lot # l019396, quantity 1). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The removal surgery of the implants was performed on (B)(6)2017. It is unknown why the plate and screw were being explanted on (B)(6)2017. No screw was broken post-op. The screw broke during the removal surgery.